Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Additionally, it was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to fill existing cartridge with original needle to resolve the issue. Customer's blood glucose was 187 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.